Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet system and contacted support after a nocturnal low, with concurrent antibiotic use for an ulcer, nausea, emesis, and not announcing meals that could have prompted overcorrection by the system. Symptoms included hypoglycemia. Outcomes included user-performed oral glucose intake and phone-based troubleshooting and education; the user was guided to adjust the glucose target back to their usual setting, and no further assistance was requested. Investigation included a clinical review and user coaching regarding meal announcement practices and target settings. Investigation of this case revealed no device malfunction reported and suggested that concurrent illness, antibiotics, missed meal announcements, and recent target setting changes were plausible contributors to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.